Event description:
During index procedure, the operator experienced deployment difficulty incomplete expansion. The stent compressed post deployment. There was difficulty withdrawing from the stent. Additional reports received from the account indicated that the pt sustained arterial spasm when positioning angioguard device that resolved without any treatment. Additionally, there was removal difficulty with the angioguard through the stent, due to incomplete expansion of the stent that required unsuccessful removal attempt with retrieval device and finally was removed with post stent dilations. Additionally, the procedure protocols indicated that for the second procedure, the pt was admitted with the diagnosis of stroke. The stroke was noted in the report after the angioguard was removed from the pt.

Manufacturer narrative:
The initial report indicated that during index procedure, the operator experienced deployment difficulty incomplete expansion. The stent compressed post deployment. There was difficulty withdrawing from the stent. Additional info indicated that lesion was very calcified, 85% stenosis, not tortuous left internal carotid artery ostium. The lesion was access but not pre-dilated. The precise product was implanted, but the stent did not open completely, it appeared compressed. After the stent was deployed, the lesion was post dilated with three different balloons, but the stent continues to appear compressed. One of the balloons (brand name unk) was hung up on the stent, but it was removed without any injury to the pt. Further studies revealed that the stent appeared fractured. After the stent was extracted, it was proven that it was not fracture. The pt was symptomatic. The pt's medical history consisted synchronous severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, first degree relative with premature (cad) coronary artery disease ( female or male), diabetes mellitus, coronary artery disease, and coronary percutaneous revascularization. The pt had high-risk criteria of synchronous severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization. No revascularization was planned. No occlusion was noted in the contra lateral carotid. Target lesion diameter stenosis was 85%. Total lesion length was 10.0, and the total length of stented segment was 30.0. The geometry of the target lesion was eccentric, calcified >/=3mm in width and resistance to (pta) percutaneous transluminal angioplasty. The arch type was ii. The lesion had no thrombus present at the target site. The pt was asymptomatic. A 6mm angioguard basket was successfully deployed distal to the target lesion. Followed by the deployment of a precise in the target lesion, but the reported event occurred. The angioguard was removed without any difficulties. No occlusion was documented, and no debris was noted in the basket. There was no neurological deficit noted when the pt was removed from the angiographic suite. The pt did not require emergency carotid surgery. Presence of air bubbles was not documented and there was no contralateral vessel occlusion. An (ECG) electrocardiogram was obtained after the procedure. The following day ck maximum total was 7.0 (maximum upper limit for this institution is 162.0 ng/ml). The ck-mb maximum total was 0.4 (maximum upper limit for this institution is 6.3 ng/ml). The index procedure report indicated that the pre-operative diagnoses were asymptomatic high-grade left internal carotid artery stenosis with concomitant severe three-vessel coronary arterial occlusive disease anticipating coronary arterial bypass grafting previous removal of right neck melanoma, with a large scar over the anterior border of the sternocleidomastoid. The pt has severe coronary arterial occlusive disease anticipating coronary arterial bypass grafting. Demonstrated a high grade asymptomatic left internal carotid artery stenosis without significant chondral lateral internal carotid artery stenosis. A prophylactic left carotid artery angioplasty stenting was recommended. The findings for the procedure indicated that the pt's aortic arch type 1. The left internal carotid artery demonstrated an 85% area of stenosis with a target length lesion of 10mm. The total lesion length was 30mm. The lesion was eccentric with a moderate amount of thick plaque of greater than 3mm, most likely 5mm in thickness. There was no significant arterial tortuosity. The lesion was not pre-dilated. No associated dissection was encountered. There was mild amount of spasm, but spontaneously resolved over where the filter was placed. There were some difficulties on retrieving the ibc filter. Due to the stent struts protruding inside the lumen, which precluded advancement of the retrieval device. Despite using the boston scientific angle retrieval device. The lesion/stent were post-dilated with an aviator 4.5mm and 5mm balloons with satisfactory results and successful angioguard retrieval. At completion, the pt had excellent angiographic result. There were no associated hemodynamic changes. Pre-procedure, the pt received aspirin and plavix. During the procedure, the pt received vancomycin, versed, fentanyl, atropine, visipaque, and heparin (x2 doses). The initial act was 162 seconds, but after additional heparin dose, it was noted to increase to 282 seconds. Devices utilized during the procedure consisted of micropuncture-5french stiff, 5french sheath, .035" storg angled guidewire, sims 2.5frenchx100cm catheter, .035" stiff angle glidewire, olcott torque device, 6french sheath, .035" 260cm amplatx guidewire, medium support rx 6mm angioguard, 8x30 precise stent, 4.5x20x135 aviator balloon, ez sheath bent-tip filter retrieval, 5french vertebral catheter, 5.0x30x135cm aviator balloon, and encore inflation device. Two days after index procedure, the pt underwent another procedure, with the preoperative diagnosis of recurrent carotid artery stenosis and stroke following stenting. A 5french sheath was placed in the right groin, followed by a simmons-2 catheter. Angiograms performed of the stented area showed that the stent had recoiled and a recurrent high-grade stenosis. There was no obvious thrombus in the neck or in the cerebral images. The stenosis was crossed with a 6french angioguard that was delivered and deployed at the base of the skull. The carotid stenosis was dilated with a maverick 2 3x20mm balloon inflated to 10 atmospheres for 230 seconds. Next, an aviator 5x20mm balloon was inserted and inflated to 14 atmospheres for 60 seconds. Finally, a quantum maverick 5x15mm balloon was inflated to 17 atmospheres for one min. This appeared to resolve the stenosis although there was still a strange conformational abnormality in the nitinol of the carotid stent. After the dilation, the angioguard was removed. Post procedure images of the cerebral and circulation was performed showed no emboli or thrombi. The pt was removed from the treatment room for sheath removal. The act performed during the procedure was 127 seconds. Medication given included visipaque, and 2% lidocaine in the access site. Devices utilized during the procedure included stiff 5french micropuncture, storg angle soft tip .035"x180cm guidewire, sim 2.5frenchx100cm catheter, angled stiff .035" x 260cm glidewire, medium support 7mm angioguard, olcott torque, 7french x 90cm terumo sheath, 6.5x20x135 aviator balloon, 3x20mm maverick 2 balloon, 5x15mm quantum maverick balloon, 7 french brite tip sheath, 8 french brite tip, and encore inflation syringe. The operating report indicated that after conducting an arteriotomy the stent came out in one piece and thought to be completely intact with no stent fractures that were obviously visible and no obvious abnormalities. However, there was a very calcified eccentric incredibly hard focal plaque that clearly had not cracked or been fractured by the previous angioplasty which the surgeon presume caused the recurrent stenosis in the area. An endarterectomy was carried out to the subadventitial plane after the placement of sundt shunt and patch was sewn in place with 6-0 prolene suture. The procedure was completed and the pt was sent for recovery. Updated info received for this sapphire ww patient indicated that at discharged the pt was one aspirin and clopidogrel. The 30-day report indicated that the pt continues to be on aspirin and clopidogrel. The adverse event report had the following updates stent fracture was updated to no. The heading for further percutaneous or surgical revascularization options was updated from balloon angioplasty to " balloon angioplasty and carotid endarectomy". The tab for operator use was changed from no to yes. Finally, the carotid endarterectomy option tab was changed from initial value to urgent. Additional info indicated that the spasm did occur, but resolved without any need for treatment, retrieval difficulty was noted and resolved as noted in the report and the pt sustained a stroke that has resolved. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2008-01356.